Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a jugular ttvr procedure for a 29mm sapien 3 valve, the balloon could not be fully aligned with the valve during valve alignment. Multiple attempts were made to troubleshoot, but significant resistance was encountered. After many attempts at balloon alignment, the team decided to remove the system as a unit and prepare a new system. As the valve came into the esheath while removing the device, it initially began to come into the esheath without difficulty. However, the operator quickly began to note resistance, which increased when continued backward pressure was applied. The radiopaque marker of the esheath indicated the valve was partially inside the esheath, however, the position of the valve and delivery system in the patient's anatomy indicated the valve had traveled further inside the esheath than the marker was indicating. Due to the increased resistance, the valve, delivery system and sheath could not be further removed from the body without risk of serious injury, so surgery was called to perform a cutdown to remove the system. The valve was successfully implanted. After surgical removal, the inner layer of the esheath was observed to have pulled up with the valve during removal attempt. Upon review of images received, the esheath liner was delaminated above the c-marker, and two valve struts were overlapping.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the valve was pre-expanded: two struts were slightly bent at the inflow side of the valve, multiple struts were exposed through the skirt. Post-expanded valve: bent strut corrected, frame slightly canted/distorted, all struts were exposed through the skirt, which is normal after crimping, leaflets dehydrated and wrinkled likely due to storage condition (prolonged crimped state). Imagery was provided from the facility, and the following was observed: the delivery system appeared to be removed from patient with the 16f esheath as one unit. The valve was crimped on the delivery system inflation balloon with a delaminated sheath liner bunched up at the valve inflow side. Due to the condition of the returned device (frame canted), no dimensional or functional testing was able to be performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device evaluation. As reported, 'after many attempts at balloon alignment, the team decided to remove the system as a unit. However, the operator quickly began to note resistance which increased when continued backward pressure was applied. The radiopaque marker of the esheath indicated the valve was partially inside the esheath, however, the position of the valve and delivery system in the patient's anatomy indicated the valve had traveled further inside the esheath than the marker was indicating. Due to the increased resistance, the valve, delivery system and sheath could not be further removed from the body without risk of serious injury, so surgery was called to perform a cutdown to remove the system.' Per the training manual regarding thv retrieval through sheath, 'do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.' It is possible that the crimped valve/delivery system (ds) were withdrawn into the sheath non-coaxially, causing the valve to get caught on the sheath distal tip and, as such, preventing further withdrawal (for withdrawal difficulty associated with the ds, refer to product investigation (B)(4). It is also likely that excessive force was applied to overcome the withdrawal difficulty and resistance, resulting in damage to the proximal struts and bunching of the sheath liner. As such, available information suggests that procedural factors (excessive manipulation/ withdrawal of crimped valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined.